Event description:
The pt was being fed at home using a pump. 711ml of an enteral feeding solution were hung, and the pump was set to deliver 50-70ml/hr. 400ml were delivered in 3 hrs. The event occurred on 03/11 and 03/12. Feeding was held. Following the event, the pt had diarrhea. There was no illness, injury or medical intervention resulting from the event. One pt involved.